Manufacturer narrative:
Device evaluation: analysis was completed for the computer that was returned. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen. No unresponsiveness was observed. No flickering was observed during burn-in testing. The computer passed testing. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number is unavailable. A manufacturer representative went to the site to test the equipment. The breakout box and computer were replaced on the system. The navigation system then passed the system checkout and was found to be fully functional. The breakout box was returned to the manufacturer, and through testing the reported issue was able to be duplicated. The returned break out box was dented and bent at the foot switch port, and the port was very loose. Otherwise, the break out box was found to be fully functional when connected to a known good system returning green status for all ports and a functioning foot switch. It was determined that there was a physical damage failure with the returned breakout box. This issue was documented in a medtronic navigation hardware anomaly tracking database. The computer was returned to the manufacturer but was under analysis at the time of filing. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system¿s screen was becoming unresponsive and was flickering in and out. It was also stated that the footswitch port was spinning. There was no patient present when this issue was observed. A medtronic representative (rep) was on site to troubleshoot; both monitors were flickering. The rep reseated the video cables in the video splitter, back of monitors, and the computer, but the issue was not resolved. The video splitter was bypassed, but the issue persisted.